Event description:
Customer called to report that the electrolyte injection cup (eic) on the synchron cx delta clinical system, model cx5, was overfilling. The customer technical specialist assisted customer with troubleshooting the instrument by advising customer to remove line number 13 from the eic, and then to manually rotate the eic drain peripump. This allowed the cup to once again drain properly. On the same day, the field service engineer (fse) inspected the instrument and found that the waste fluid was not properly draining and that the waste line was cracked. The fse then installed a new eic drain solenoid and new tubing. The fse also flushed the waste system with bleach. The service performed appears to have effectively resolved the eic overfill issue. Customer stated that this instrument was the facility's back-up instrument and that no patient results were run; therefore, no erroneous patient results were generated and no patients were harmed. Customer stated no harm to instrument operators.

Manufacturer narrative:
The electrolyte injection cup overfill was resolved when the field service engineer 1) flushed the waste system, 2.) Installed a new electrolyte injection cup drain solenoid , and 3) installed new tubing. (B)(4).